Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and unit failed.. Performed share log review and no issues were found the customer complaint was undetermined because the data for log is not available.the reported event of transmitter failed error was undetermined a root cause could not be determined.